Manufacturer narrative:
Corrected data: through the product investigation it was confirmed that the lot number initially provided (cp02924) does not correspond to a cartridge 1mtec30, it belongs to another non-cartridge product; therefore: lot # and expiration date: unknown. Device manufacture date: unknown. Additional info: the cartridge was not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records reviews: since the lot number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. As a result of the investigation there is no indication of a product deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant date: not applicable. Explant date: not applicable. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported on a received medwatch report no. (B)(4) that during a cataract surgery when the surgeon was implanting the intraocular lens, the surgeon noticed that the tip of the cartridge broke. Staff opened a new cartridge and proceeded with the case. In follow-up, it was reported that there was no patient contact and no patient injury. The cartridge will not be returned for evaluation due to the cartridge was discarded by the user facility.